Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of investigation

Event description:
Procedure performed: unknown event description: hospital: [hospital name] complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). The product did not work as it should. When the closing movement is made, the ends do not match. See pictures for more detail. No patient was involved as it was detected prior to surgery. Type of intervention: ni patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the jaws were slightly misaligned. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Corrections were performed to section h6.

Event description:
Procedure performed: unknown. Event description: hospital: [hospital name] complaint 1 of 3: (B)(4). Complaint 2 of 3: (B)(4). Complaint 3 of 3: (B)(4). The product did not work as it should. When the closing movement is made, the ends do not match. No patient was involved as it was detected prior to surgery. Additional information received from company rep: the surgeon experienced loss of occlusion due to jaw scissoring. 100% of scissoring occurred. Without clamping it was correct at first glance, when clamped the jaws were twisted and lost their hold. Additional information received from applied medical representative: according to what I have been told, the first two had problems during the surgery. The third one was tested before surgery and that's when they saw the same problem. Type of intervention: ni. Patient status: no patient injury.